Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1145128. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-05-25. Medical device lot #: 1132269. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-05-12.

Event description:
It was reported that 4 bd nano¿ 2nd gen pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming. Over the past many months about 30% of the needles have been defective.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1145128. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-05-25. Medical device lot #: 1132269. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-05-12.

Event description:
It was reported that 4 bd nano¿ 2nd gen pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming. Over the past many months about 30% of the needles have been defective.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd nano¿ 2nd gen pen needles were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, no insulin flow when priming. Over the past many months about 30% of the needles have been defective.